Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of insulin flow block alarm on (B)(6) 2025 due to blockage in tubing. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded). The batch 6006440 in question was manufactured at the reynosa site. Complaint investigation: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional (flow) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6006440 was manufactured according to the wi version 112 manufactured in the line inset 5, on 04/apr/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 4c04287 was manufactured according to the wi version 11 manufactured in the line/machine igtl01, on 30/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 15/may/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g.,occlusion alarm from the infusion pump may have sounded) and lot 6007165 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.